Event description:
The customer had been getting high blood glucose results on the suspect device. Their doctor changed their meds from novolin n to novolin r. When they received a high reading they dosed novolin r and a few hours later their family member found pt passed out. Emts were called and they checked their glucose and the result was 0. They were treated, possibly by a glucose IV and then taken to the hospital. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.